Manufacturer narrative:
No product returning for eval. Attempts have been made to obtain all event info. Should new info become available, a f/u report will be submitted.

Event description:
Rec'd info regarding a separation between the pt line (pigtail) and the luer lock. Customer had dka and has experienced high blood glucose levels.